Event description:
The user was implanted in (B)(6) 2022; however, around (B)(6) 2022 the electrode became exposed in the external auditory canal. The user was re-implanted with a form19 array and a full insertion was achieved. Only 3 electrodes were inside the cochlea at explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. In addition the electrode array partially migrated out of cochlea. This is a final report.

Event description:
The user was implanted in february 2022; however, around october 2022 the electrode became exposed in the external auditory canal. The user was re-implanted with a form19 array and a full insertion was achieved. Only 3 electrodes were inside the cochlea at explantation.